Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04229 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a rfa (radiofrequency ablation) procedure on a bone lesion of the hip bone performed on (B)(6) 2009. According to the complainant, while ablating at 150 watts, a p1 error continuously occurred. The ablation continued for a long period of time. However, the device was eventually removed and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).